Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the bur broke where the hub and shaft meet during the procedure. There was no fragments retrieval needed. There was a three minutes delay in the procedure. There was no patient impact.